Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (b)(6) 2026. On 07/16/2026, the patient reported issues involving the previous four wearable devices, which had experienced intermittent sensor errors displaying messages instructing the user to wait up to three hours. These sensor errors occurred over several days, and the patient initially believed the issues had resolved before the sensors ultimately failed. The patient recalled two events, occurring on (b)(6) 2026, in which sensor errors and sensor failure resulted in decreased level of consciousness and hospitalization. No symptoms or healthcare intervention were reported for the other two sensor failures. This report pertains to the event that occurred on 07/02/2026 this report. The patient reported wearing the sensor on her arm and using a sports wrap to help maintain sensor adhesion and provide support to the insertion site. She was using a Tandem t:slim insulin pump in a modified closed-loop configuration and monitored glucose values through both the pump display and the Dexcom mobile application. The patient stated that her recollection of events leading up to the incident was unclear. On 07/01/2026, during periods of intermittent sensor errors, the patient observed glucose readings that were higher than usual and self-treated using her insulin pump. Reported glucose values, whether from the CGM or blood glucose meter, may have been in the 200 mg/dL, 300 mg/dL, and 500 mg/dL ranges. Following treatment, her glucose values decreased and were believed to be consistent with unspecified blood glucose meter readings. Believing the issue had resolved, the patient went to sleep. During the night, while the patient was asleep, the sensor failed on 07/02/2026. Upon awakening, she experienced symptoms consistent with hypoglycemia, including dizziness, lightheadedness, disorientation, and confusion. The patient reported that she did not know her own name and lost consciousness at an unspecified time. No blood glucose value was available following EMS arrival. Emergency Medical Services (EMS) responded, and paramedics initiated an intravenous dextrose infusion while transporting the patient to the hospital. The patient was admitted for treatment of hypoglycemia. She could not recall her blood glucose values upon admission or during hospitalization. The patient reported having Type 1 diabetes and described herself as a brittle diabetic. During her hospital stay, treatment included intravenous dextrose and intravenous insulin to stabilize and regulate her blood glucose levels. The patient was discharged in good condition on approximately (b)(6) 2026. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.This is 1 of 2 reports of hospitalization for several days that occurred two separate times. Please see related records (b)(4)Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.